Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (b))(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), pelvic adhesions ("extensive pelvic adhesions") and abdominal adhesions ("adhesions of subq to rectus muscles, /fascia adherent to the rectus muscles"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2023. The reporter considered abdominal adhesions, pelvic adhesions and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pelvic adhesions ("extensive pelvic adhesions") and abdominal adhesions ("adhesions of subq to rectus muscles, /fascia adherent to the rectus muscles"). The patient was treated with surgery (essure removal). The reporter considered abdominal adhesions, pelvic adhesions and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain], extensive pelvic adhesions [pelvic adhesions], adhesions of subq to rectus muscles, /fascia adherent to the rectus muscles [abdominal adhesions] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of obesity and ovarian cyst. Concurrent conditions were listed as pelvic pain female and right lower quadrant pain. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pelvic adhesions ("extensive pelvic adhesions") and abdominal adhesions ("adhesions of subq to rectus muscles, /fascia adherent to the rectus muscles"). The patient was treated with surgery (supracervical abdominal hysterectomy (subtotal hysterectomy) with bilateral salpingectomy). Essure was removed on (B)(6) 2023. The reporter considered abdominal adhesions, pelvic adhesions and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.074 kg/sqm. [Gynaecological examination] on (B)(6) 2023: extensive pelvic adhesions. Adhesions of subcutaneous to rectus muscles. Fascia adherent to the rectus muscles, omentum adherent to the peritoneum. No ovarian cysts noted on exam. Bilateral ovaries appear normal. [Pathology test] on (B)(6) 2023: diagnosis: uterus and bilateral fallopian tubes, supracervical hysterectomy and bilateral salpingectomy. Uterus: serosa: foci of microscopic subserosal hemorrhage. Myometrium: benign leiomyoma. Endometrium: secretory endometrium. Fallopian tubes (2): benign fallopian tubes with microscopic paratubal cysts. Clinical history: the patient is a 36-year-old female who presents with a preoperative and post-operative diagnosis of pelvic pain, ovarian cyst. Gross description: fallopian tube #1 measures 7.5 cm in length and has a normal fimbriated end. Identified at the cornu extending onto the fallopian tube is a silver-colored wire. Fallopian tube #2 measures 7.2 cm in length and has a normal fimbriated end. Identified at the cornu extending onto the fallopian tube is a silver colored wire. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2025: medical record received. Surgical pathology report received. Lab data updated. Medical history updated. Medical history added. Patient height & weight added. Essure removal surgery details updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.